Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged into the right ventricular (rv). A diagnostic procedure was done to confirm lead dislodgement. The physician then performed a surgical intervention and this ra lead was successfully repositioned. However, there was an additional information received indicated this lead got dislodged again. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage occurred due to tensile forces applied during the surgery. Further analysis demonstrated cuttings in the insulation which resulted most likely from the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. There was no sign of a material or manufacturing problem.